Event description:
The customer contacted physio-control to report that their device had a service wrench present. Upon evaluation of the device, physio observed that the unit would not provide defibrillation, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. It was also observed that the device had logged several event codes. Physio determined that the cause of the reported failure was that a high energy capacitor had an open circuit and, as a result, the unit would not deliver defibrillation therapy. The customer was provided with a replacement device.